Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, missing display window cover, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address or serial number label, broken battery tube threads and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and reservoir was not locking in place. The customer¿s blood glucose level was 500 mg/dl. The customer reported that the battery compartment was chipped off and then the rubber part of o-ring came off around the reservoir and the reservoir lip broke off. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.